Event description:
It was reported that the patient had inappropriate shocks due to oversensing of a wide morphology. The system was programmed off and a transvenous system was implanted. The subcutaneous system remains implanted. There were no additional adverse patient effects.